Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 170 units and remained static. Reportedly, the cartridge was filled with 370 units of insulin. The customers¿ blood glucose level was in the 300's mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.